Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008 inratio: 4.7; lab: 2.6; mean: 3.65; confident limits: 2.2-5.3. The inratio and lab value are within the confident limits as per internal procedure rev.2. The product will not be investigated. The patient performed repeated test on hemosense meters. The acceptable criterion for imprecision is a 20% is cv. The %cv is higher than 20%, criterion is not met as per internal procedure rev.2. Also as per internal procedure rev.2 8.3.3, if the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to changes in the status of the patient.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 4.7; lab: 2.6. The patient repeated the test.